Manufacturer narrative:
(B)(4). The customer reported that the unit failed to recognize the paddles. There was no report of patient involvement. The customer was shipped a new set of paddles which resolved the failure.

Event description:
On (B)(6) 2011, the customer reported that the unit failed to recognize the paddles.